Manufacturer narrative:
Inoue y, sugano n, jibiki m, et al. Cuffed anastomosis for above-knee femoropopliteal bypass with a stretch expanded polytetrafluoroethylene graft. Surgery today 2008; 38: 679-684.

Event description:
In the medical literature, it was reported that in 2005, a patient was implanted with a 6mm thin-walled fep ringed gore-tex stretch vascular grafts as an above-knee femero-popliteal bypass procedure. It was reported that there was a graft infection within 11 months after implantation. The patient could not undergo reoperation because they were at high risk.